Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that data on the patient's lead impedances transmitted from the remote monitoring network conflicted with known lead trends/statuses and appeared to indicate out-of-range impedances. It was subsequently determined that the leads connected to the patient's device were dedicated unipolar, but the network was transmitting the invalid bipolar lead impedance measurements taken by the device, rather than the valid unipolar lead impedance measurements, which were within normal range. It was found that the network would transmit the valid unipolar impedance measurements if the transmission took place eight or more days after a programmer interrogation of the device. The patient's caregiver was made aware of this data discrepancy. The network remains in use. No patient complications have been reported as a result of this event.